Event description:
In (B)(6) 2002 the patient had a greenfield vena cava filter implanted in their inferior vena cava (ivc). In (B)(6) 2018 a CT scan of the abdomen showed the device was positioned below the most inferior renal vein. The filter was tilted 15 degrees and the apex of the filter abutted the ivc wall. Pentration of the ivc wall 2-3mm was observed. No migration, fracture or stenosis was noted. No further complications reported.